Event description:
It was reported that during implant the atrial lead exhibited unacceptable capture thresholds and the physician could not fix the lead in the atrium. The lead was not used.

Manufacturer narrative:
Analysis found normal device characteristics.